Manufacturer narrative:
Concomitant medical product: 4269 lead, implanted: (B)(6) 1998; 0125 lead, implanted: (B)(6) 1998. The initial reported event was received on (B)(6) 2016. Of note, the reportable serious injury (infection and pericardial effusion) is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2016. Information was subsequently received on (B)(6) 2016 and revealed the patient died. As there is new information that reasonably suggests the lead has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported that the patient expired. The patient experienced an infection with left chest wall pain, bloody seepage and skin erosion approximately three months after the implant of their cardiac resynchronization therapy defibrillator (crt-d) device. The patient was started on intravenous vancomycin and the cardiac resynchronization therapy defibrillator (crt-d) system was removed. During the removal of the left ventricular (lv) lead, the patient experienced a coronary sinus perforation, pericardial effusion and tamponade. The patient's chest was opened and the patient was revived. The patient's chest was left open for a few days postoperatively to account for swelling. The patient later experienced a difficult extubation and ultimately passed away due to respiratory issues. The patient was a participant in the (B)(6) study.

Event description:
It was further reported the cause of death was congestive heart failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient fell on their left side four days prior to noting the bloody seepage and skin erosion at the implant site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.